Manufacturer narrative:
H10 h3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual review of the returned device found that it was returned outside of its original packaging. One curved needle is missing from the package. Both meniscal suture loops were separated between the shaft and the hub. The complaint was confirmed and the root cause was associated with device design. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unknown procedure, when opening the package of a meniscus mender ii the loop retrievers were disassembled between the head and the shaft. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.